Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The generator began smoking during initial testing after being removed from the packaging. There was no patient involved.

Manufacturer narrative:
Additional information: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. One 4 lesion nt2000¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator however no boot sequence was observed, confirming the reported event. The power entry fuses were measured for continuity and confirmed one fuse was in an open state, a known good fuse was temporarily installed and power was cycled to the unit. Once power was achieved, an erroneous audible tone was heard however initialization was still successful but after a short period an error message was generated indicating a fuse has been blown. Disassembly was performed and upon visual inspection a thermal event had taken place on the rf control board as multiple capacitors were found to be blown and charred, additionally one of the fuses on the power supply board was observed to be in an open state. Based on the information provided to abbott and the investigation performed, the smoking was confirmed. Root cause of the observed damage was determined to be a power surge. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.